Manufacturer narrative:
(B)(4). The device has been repaired on-site by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No further testing has been completed at this time. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an air detected set alarm, which interrupted delivery. This alarm may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.